Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-09830. It was reported the patient had been receiving inadequate coverage. In turn, the patient decided to undergo surgical intervention on (B)(6) 2018. Intraoperative, an impedance check was performed and revealed no anomalies. During the procedure, the doctor relocated to the patient's leads to provide better coverage. Surgical intervention addressed the patient's issue.